Event description:
It was reported that during an implant procedure for this pacemaker and right ventricular (rv) lead that the pacing impedances measured 1300-1400 ohms. One day post operation the impedances were high out of range measuring 2100 ohms in which a lead safety switch (lss) was triggered. It was also notes that the threshold values have increased. The boston scientific representative increased the range of impedances to 2250 ohms. Technical services(ts) recommended to continue to observe the patient, however the does have a complete heart block and is dependent on therapy. At this time, this pacemaker and rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that during an implant procedure for this pacemaker and right ventricular (rv) lead that the pacing impedances measured 1300-1400 ohms. One day post operation the impedances were high out of range measuring 2100 ohms in which a lead safety switch (lss) was triggered. It was also notes that the threshold values have increased. The boston scientific representative increased the range of impedances to 2250 ohms. Technical services(ts) recommended to continue to observe the patient, however the does have a complete heart block and is dependent on therapy. At this time, this pacemaker and rv lead remains in service. No adverse patient effects were reported. Additional information was received indicating the patient presented to the emergency room with pain below her breast. Electrogram showed noise on the right ventricular (rv) channel that was not being sensed. This pacemaker and right ventricular (rv) lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being filed to include new codes added to h6.